Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment at tooth #11 loosened in the patients mouth. The pa was taken on the same day as the implant was placed. The patient had to come back in to have the abutment tightened because it felt loose. The patient claims that ever since the implant and abutment has been completed they have been lacking energy and feeling run down. The patient came back in to have the abutment removed in order to place the implant crown. After removal of the abutment, the patient called to report that it¿s like night and day and the patient feels great and has their energy back.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported healing abutment for evaluation. Visual evaluation was performed, the abutment had signs of use was identified. The abutment was returned with no damage that would cause or contribute to the event. Threads look undamaged. Tested with in-house biomet implant and it engages with no issue. DHR review was completed for the subject lot number 1267397. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267397 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw was not torqued to specification. Therefore, based on the available information, device malfunction did not occur. The abutment threaded into in-house implant as intended. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Additional information: the clinician was not sure if there was an allergic reaction. No additional treatment for allergies was given. Once the healing abutment was removed and the implant crown was placed, the patient has been fine since. Implant is still in the mouth with no complications.